Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was mirror image noise on the right atrial (ra) and right ventricular (rv) leads. The leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there appeared to be lead on lead abrasion, resulting in the rv lead exhibiting oversensing, and both leads experiencing insulation damage. The leads were capped and replaced. No patient complications have been reported as a result of this event.